Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model: fa-77450-18 / lot: oc11-026 / dom: 10/12/2011 / exp: 10/12/2014. (B)(4).

Event description:
Treatment of a right unruptured ophthalmic aneurysm measuring 19mm x 8mm. It was reported that balloon angioplasty (an option presented in the instructions for use) with a hyperglide balloon was performed on two pipelines to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.